Manufacturer narrative:
Upon further investigation, it was found by the user facility that co's product did not cause or contribute to the serious injury; therefore, the MDR was not required.

Event description:
Allegedly pt had acetabular liner wear and shell loosening.